Event description:
It was reported that pt's system was removed today due to leg weakness. No other symptoms or outcome were reported. Add'l info has been requested from hcp, but was not available on the date of the report.